Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed for provided material number 309653 and lot number 0079823. The review did not reveal any detected issues during the production process that could have contributed to this reported defect. To aid in the investigation, two samples were received for evaluation by our quality team. The samples came in sealed packaging blisters and each has the barrel scale printing missing. In the two photos were provided one photo shows the packaging blister top web and the other photo shows the sample received. Investigation conclusion: based on the investigation with the sample and photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: it could be possible for this defect to occur during the scale printing process. It could be possible that the printing pad didn't have enough pressure and then the defective products were not detected in the next processes. Rationale: there are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
It was reported that syringe 50ml ll tip 1ml had no scale markings. This occurred on 2 occasions. The following information was provided by the initial reporter: no printing on the product.